Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) year old female patient contacted zoll customer support to report that the patient received a treatment on (B)(6) 2014. Double counting contributed to the false detection. The patient was treated while in a sinus rhythm at 14:08:15. The post-shock rhythm was a sinus rhythm. The response buttons were not pressed during the entire event. The patient was taken to the hospital emergency room, and the patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital emergency room, and the patient continued to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4) - 03/2011 (reuse). Electrode belt sn (B)(4) - 10/2010 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.